Manufacturer narrative:
Internal file number - (B)(4). Correction - MFR site- reg #. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The stent remained in one piece; however, the matrices/strut were shortened. The stent was still patent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product other: pronto. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery that did not have any tortuosity or calcification. The patient presented with a blood clot; therefore, a 3.5 x 23 mm xience sierra stent was implanted. Attempts were made to advance a blood clot suction device; however, it met resistance with the stent. During the third attempt, the suction device became caught with the strut of the stent and shortened it. The stent remains in the anatomy. The patient remains in the hospital. No additional information was provided.